Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-03475 and 2134265-2017-04074. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion located in moderately tortuous, mid left anterior descending (m-lad) artery. An 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled would not auto pullback.. Imaging was possible however it was able to generate long axis image but it could not be moved on the sled. A possibility of mdu5+ sled motor failure. No patient complications were reported.